Event description:
It was reported the bronchovideoscope was reprocessed incorrectly. The event occurred during reprocessing. There were no reports of patient involvement. An olympus endoscopy support specialist (ess) was dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The staff performed all required steps of olympus required reprocessing but failed to follow the appropriate sequence per the device reprocessing manual. Staff performed the suctioning of the detergent solution before the initial wipe down of the endoscopes and not per the olympus instructions for use (IFU). The transported scopes in the same container. During transportation after the procedure, unnecessary pressure and excessive coiling of the insertion and light guide tube with the use of the synch bag. When endoscopes arrived in the reprocessing area, staff were observed stacking multiple endoscopes and accessories in the same bin. Endoscopes were not reprocessed within 1 hour of case completion and delayed reprocessing steps were not followed. Further issues were identified during the observation of manual cleaning. Staff was observed stacking scopes during leak testing and not submerging endoscope in water during the rinse portion of manual cleaning. Additionally, an inspection of the storage cabinets revealed multiple endoscope rotation rings not in the neutral position. It was also observed that there were endoscopes, post automated endoscope reprocessor (aer) disinfection but pre-transportation, stored horizontally on a table. Endoscopes were not hanging vertically nor in a storage cabinet while waiting to be picked up by a different department.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.